Manufacturer narrative:
Age, weight, and ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. Brand name: unknown as information was not provided. Model number: unknown, as product serial number was not provided. Catalog number: unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: unknown as product serial number was not provided. If implanted, give date: unknown; requested but not provided. Device manufacture date : unknown as product serial number was not provided. The device was not returned for evaluation and the serial number for this device is unknown; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye. No additional information was provided.

Manufacturer narrative:
Corrected data/additional information: new information was received that the patient was unhappy with initial surgery of a toric lens because she could not read and decided for an explant of the intraocular lens (iol) to switch to a multifocal synergy toric iol. Updated code: h6 clinical code: 2137 blurred vision. Upon further review, this event is now determined to be not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-01974. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.